Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-03669 and 2134265-2016-03670. (B)(4). It was reported that reproducible chest pain occurred. In (B)(6) 2015, the patient's qualifying conditions were stable angina and an abnormal stress test. Subsequently, coronary angiography was performed and the patient underwent an elective percutaneous coronary intervention (pci) on the same day. Target lesion #1 was a de novo lesion located in the proximal circumflex (cx) artery. It was a long lesion with a distal site at the proximal 2nd obtuse marginal (om) branch. There was 80% stenosis. It was 30mm long, with a reference vessel diameter of 2.50mm. There was severe calcification. Target lesion #1 was treated with pre-dilatation with a 2.25mm balloon at 8 atmospheres and insertion of a 2.50x32mm promus premier¿ drug-eluting stent. Post-dilatation was performed with a 3.50mm balloon at 16 atmospheres. The residual stenosis was 0%. The patient did have reproducible chest pain and shortness of breath with balloon inflation and stent deployment. The final angiogram showed no distal wire perforation or dissection. Pre-and-post intravascular ultrasound (ivus) was performed. The non-bsc ivus probe was placed in the distal vessel and with pullback recorded excellent stent apposition. Target lesion #2 was a de novo lesion located in the mid right coronary artery (rca). It was a long lesion with a distal site at the distal rca. There was 75% stenosis. It was 36mm long, with a reference vessel diameter of 3.00mm. There was severe calcification. Target lesion #2 was treated with pre-dilatation with a 3.00mm balloon at 8 atmospheres and insertion of a 3.00x38mm promus premier¿ drug-eluting stent. Post-dilatation was performed with a 4.00mm balloon at 18 atmospheres. The residual stenosis was 0%. The patient did have transient st elevation and reproducible chest pain with stent deployment. Target lesion #3 was a de novo lesion located in the proximal rca. It was a long lesion with a distal site at the mid rca. There was 80% stenosis. It was 36mm long, with a reference vessel diameter of 3.50mm. There was severe calcification. Target lesion #3 was treated with insertion of a 3.50x38mm promus premier¿ drug-eluting stent. Post-dilatation was performed with a 4.00mm balloon at 16 atmospheres. This stent overlapped the distal stent. The residual stenosis was 0%. The patient did have reproducible chest pain with stent deployment and balloon inflation. A non-bsc ivus probe placed in the proximal rca would not cross the high-grade calcified distal segment of 75-85% stenosis. It was then placed in the distal rca with the assistance of a non-bsc guide extension catheter. The non bsc ivus probe with pullback recorded excellent stent apposition. The final angiogram showed no evidence of wire perforation or dissection. The patient tolerated the procedure well with no electrocardiogram (ECG) changes. The patient was chest pain free at the end of the procedure. Two days later, the patient was discharged on aspirin and clopidogrel. A high-grade stenosis in the arterioventricular (av) circumflex was to be treated with medical therapy.